Manufacturer narrative:
Corrected information has been provided in d4. Asae/ major bleed : the cause of the access site adverse event was use related as access-site bleeding was associated with a closure/technique issue and resolved after tightening the perclose suture. Hematuria : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 74-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage a, with a history of known coronary artery disease. The managing physician was called for evaluation of oozing at the access site and hematuria noted after foley catheter placement. The perclose suture was tightened, after which the oozing stopped. The impella catheter was also advanced, and the physician expressed satisfaction with the current device position. It was unclear whether the hematuria was related to impella support or foley catheter placement. Hemoglobin/hematocrit and platelet counts remained stable. The heparin infusion was held for two hours and then restarted at a fixed rate. The physician documented the patient as stable. The patient survived to explant. The reported major bleed is consistent with access-site oozing associated with large-bore femoral arterial cannulation and resolved with local suture adjustment without further intervention. The reported hematuria is consistent with possible catheter-related trauma in the setting of foley placement and anticoagulation and was not clearly attributed to impella support based on stable laboratory values and satisfactory device position.